Manufacturer narrative:
The evaluation of logs, pictures and other information that were received for this event showed that this event is a duplicate. This was service repair for the event that was reported with MDR access #:8010042-2021-00243. Please see follow-up #:01 in report with MDR access #:8010042-2021-00243 for the investigation results and codes of the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).